Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Log history was not provided therefore no review could be performed. The device was repaired locally. Due to the reported issue and as per technical manual instructions, recommended repair actions were to replace the flexible ic flex binder which includes the speaker. No parts were returned to brézins for further investigation therefore the root cause remains unknown. Although it might not be directly linked to it, an event was created in july 2020 for agilia vp device triggering error 51 in production. This complaint is not confirmed. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Error 51 (speaker); flexible ic flex binder assembly needs to be replaced (was connected to the speaker component that was replaced).